Event description:
I'm referring to kinetra 7428 neurostimulator. I was undergoing dbs and was implanted with this device on (B)(6) 2011. I've read that the device is discontinued and I'd need to know when this device was discontinued. I've already asked medtronic about discontinuation date but they haven't given me any answer. I've suffered serious die effects for over a year and a half and they've has to change my device for another one. The kinetra 7428 was faulty. Dates of use: (B)(6) 2011 - (B)(6) 2013. Reason for use: obsessive compulsive disorder.